Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "contracture," "discomfort," and "cannot sleep above the stomach, because feels uncomfortable, a pain that seems to come from within, a strange pain in the chest, it is not constant, it comes and goes." Device remains implanted.